Event description:
Falsely elevated advia centaur troponin ultra (tni-ultra) results were obtained on samples from five different patients. The doctor questioned the results as the subsequent sample results were normal the next morning. Repeat testing was performed on the initial samples and the results were lower. The patient samples were also repeated on a second advia centaur and the results were similar. The patients were admitted. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse replaced the aspirate 1 pinch valve and checked probe alignments. The cause for the discordant troponin ultra results is unknown. The quality control was acceptable at the time the patient samples were run. The instrument is performing within specification. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."